Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The analysis indicated the output circuitry of the device was damaged due to a lead anomaly.

Event description:
The patient while driving had an episode of vt which the device correctly detected and shocked back into sinus. Noise was observed on both atrial and ventricular leads. The device revealed possible circuit damage and further shocks were aborted. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.